Event description:
It was reported that the arctic sun device would take only 1 liter of water. Per follow up information received on 03jun2022, there was no patient involvement. Mss stated that when troubleshooting over the phone, empty pads function and total drain were done on the unit before trying to take in water again. No water should have been in the device when it only took in 1l of water. Per sample evaluation result received on 16sep2022,level sensor had visible cracks on the top section, missing screen protector. Replaced I/o circuit card due to faulty circulation pump blown a component on the board per sample evaluation result received on 28nov2022, the fill tube was noted to be clogged and related to to reported issue. Level sensor had visible cracks on the top section, missing screen protector. Replaced I/o circuit card due to faulty circulation pump blown a component on the board.

Manufacturer narrative:
The reported issue was confirmed; however the root cause was not able to be isolated. A potential root cause could be due to inadequate cleaning. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "connections 1) use only medivance approved cables and accessories with the arctic sun¿ temperature management system control module. Connect the fluid delivery line, patient temp 1 cable, patient temp 2 cable (optional) and fill tube to the back of the control module. 2) plug the power cord into the wall outlet. Position arctic sun¿ temperature management system so that access to the power cord is not restricted. Fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device would take only 1 liter of water. Per follow up information received on (B)(6) 2022, there was no patient involvement. Mss stated that when troubleshooting over the phone, empty pads function and total drain were done on the unit before trying to take in water again. No water should have been in the device when it only took in 1l of water. Per sample evaluation result received on (B)(6) 2022,level sensor had visible cracks on the top section, missing screen protector. Replaced I/o circuit card due to faulty circulation pump blown a component on the board per sample evaluation result received on (B)(6) 2022, the fill tube was noted to be clogged and related to to reported issue. Level sensor had visible cracks on the top section, missing screen protector. Replaced I/o circuit card due to faulty circulation pump blown a component on the board.